Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 9. The indication for use was non-malignant pain. The patient reported that after the pump was implanted, they had a problem with the handset lagging at 90% when trying to connect to myptm app. The issues got worse for it took 3 or 5 minutes to get from 90% to 100%. The patient mentioned their boluses per day resets at midnight and they had to resync the ptm to pump to accurately show how many boluses they had left for the day. The agent walked the patient through clearing data and the patient closed all applications and the patient was able to connect to myptm app like normal.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.